Event description:
Leakage issue. The patient did v-p surgery on (B)(6) 2015. It was noted the sensor had leakage when monitoring. The surgeon removed it and changed the new one to complete the procedure. There was no report on patient injury. Event occurred during procedure; product replaced to complete. On (B)(6) 2015: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected: a small hole was noted. This could be due to a sharp or pointed object coming into contact with the catheter. The catheter was leak tested, the catheter leaked form the small hole. Review of the history device records was not possible as the lot number given could not be found in our system. The root cause of the hole in the catheter is probably due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut and tear resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be filed.